Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a review of the black box showed a call service 78 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms were emitted. The pump was opened to find moisture on the printed circuit board, and on components related to the motor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that a 078 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.